Event description:
It was reported by service report that the cot has a stripped out pin bracket on the retaining post assembly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Pin bracket.